Event description:
Boston scientific received information that this right atrial lead exhibited noise. Additional information indicated that the patient underwent a laser lead extraction and was replaced with a competitor's product. This ra lead is out of service. No adverse patient effects were reported.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, a mechanical and an electrical inspection. The analysis revealed abrasion marks with a rubbed through insulation at 23 cm distal to the is-1 connector pin. This insulation damage can be considered to be the root cause of the noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of the mechanical interaction between the lead body and the generator can. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed a deformation of the inner conductor coil at the distal part of the lead, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.